Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe was cracked and duoflam leaked from it during use. The following information was provided by the initial reporter, translated from portuguese to english: "when trying to perform the product application, it was noticed the syringe was cracked and all the medicine (duoflam) of batch 9010585 leakage. Drugstore employee reported that the customer bought the product, removed the syringe from the packaging for application and when filled the syringe, leaked the liquid through the crack located on the side."

Event description:
It was reported that the bd solomed¿ syringe was cracked and duoflam leaked from it during use. The following information was provided by the initial reporter, translated from portuguese to english: "when trying to perform the product application, it was noticed the syringe was cracked and all the medicine (duoflam) of batch 9010585 leakage. Drugstore employee reported that the customer bought the product, removed the syringe from the packaging for application and when filled the syringe, leaked the liquid through the crack located on the side."

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to failure was found. The photo and sample provided were analyzed and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection sampling until CAPA closes. H3 other text : see section h.10.